Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that foreign matter was found floating in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip after drawing up fentanyl. The following information was provided by the initial reporter: "nurse reported debris floating around in a bd syringe after drawing up a fentanyl dose; this particle potentially could have been in the syringe during the manufacturing process."

Event description:
It was reported that foreign matter was found floating in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip after drawing up fentanyl. The following information was provided by the initial reporter: "nurse reported debris floating around in a bd syringe after drawing up a fentanyl dose; this particle potentially could have been in the syringe during the manufacturing process."

Manufacturer narrative:
Investigation summary: photo received for investigation. A device history review could not be completed as no batch number was provided. Potential root cause for the foreign matter defect could not be determined from the photo provided. Since batch # is unknown and root cause could not be defined, no corrective actions are necessary at this time.